Event description:
It was reported that during implant the implant procedure, the right ventricular lead exhibited loss of ventricular capture and high impedance. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.